Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. Concomitant products: 00877703601 bioloxâ® option, head, lot 2857219; 00620005622 shell porous with cluster holes 56 mm o.d., lot 61934261; 00771100900 femoral stem, lot 61963061; 00625006515 bone scr 6.5x15 self-tap, lot 62581623; 00625006525 bone scr 6.5x25 self-tap, lot 63410006. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of sterilization certificate identified that the products were sterilized according to the sterilization specifications. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: UDI: (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00877703601, bioloxâ® option head, 2857219; 00620005622, shell porous with cluster holes 56 mm o.d., unknown; 00771100900, femoral stem 12/14 neck taper plasma sprayed press-fit cementless, unknown; 00625006515, bone scr 6.5x15 self-tap, 62581623; 00625006525, bone scr 6.5x25 self-tap, 63410006. The information provided on this form was previously submitted under manufacturing report number 0001822565-2017-05725. Product location unknown.

Event description:
It was reported that the patient received a revision procedure two weeks after implantation due to infection. Postoperative diagnoses included deep infection, acetabular bone loss, bony necrosis associated with prior mechanically assisted crevice corrosion (macc), and (B)(6). No additional patient consequences were reported.